Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An afx vela suprarenal cuff was implanted to treat an abdominal aortic aneurysm. The patient returned approximately 2 months post-index procedure where a CT revealed a type ia endoleak of the cuff. It was noted that the patient's aortic neck was large and short, so the graft may have potentially moved distally. There a currently no plans for re-intervention and the patient is being monitored. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the information received, clinical evaluation confirmed the reported type ia endoleak. Clinical evaluation was unable to confirm that the patient is on surveillance as reported. The most likely cause of proximal loss of seal was the off-label neck anatomy in combination with type ia endoleak left untreated during the implant procedure (intra-operative). Reportedly, the patient is currently under surveillance. The patient was discharged home in a stable condition on the first post operative day. To date there has been no reports of further negative patient sequelae. The devices remain implanted in the patient and will not be returned; therefore, device evaluation will not be completed. The review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.